Event description:
On (B)(6) 2012, the lay user/patient's girlfriend (reporter) contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter was reading inaccurately high compared to another device. The medical surveillance specialist (mss) spoke with the reporter on (B)(6) 2012 and obtained the following information: the patient tests four times a day and manages his diabetes with 8 units of humalog (before meals) and 20 units of lantus in the morning. The reporter confirmed the alleged issue first began in (B)(6) 2012. On (B)(6) 2012 the patient reportedly obtained a blood glucose reading of "194" with the subject meter and "145" with the embrace meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. According to the reporter, in response to the subject meter's reading the patient reportedly administered an increase dose of insulin (dosage not known) and subsequently 30 minutes later, the patient reportedly passed out. The reporter soon after contacted the emergency medical services (ems) and the patient was later transported to the emergency room (ER). The reporter also indicated that the patient had lost consciousness multiple times in (B)(6) 2012 and had to be transported to the ER(dates/times unknown); the patient's blood glucose readings (with the subject meter) prior to losing consciousness and what action the patient took in response to the readings are not known. During the patient's ER visit on (B)(6) and the other multiple visits in (B)(6) (dates/times unknown) he reportedly obtained readings in the 30's with the ER's meter; was given orange juice, glucose gel, and IV fluids as treatment; and would typically be released from the ER six to eight hours later. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. This complaint is being reported because the reporter claims the patient obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, reportedly developed symptoms suggestive of a serious injury, and was reportedly treated by an hcp for severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.